Manufacturer narrative:
The customer¿s report that the tubing leaked by the connector was not confirmed; however, a leak was found at the top of the silicone pump segment. Functional testing found that the set leaked from the top of the silicone segment. Closer inspection under magnification observed that the leak is due to a small hole on the silicone segment. No tool marks or crush marks were observed on the upper fitment near the small hole. The cause of the leak is a small hole damage in the silicone pump segment near the upper fitment. The root cause of the hole damage could not be definitively determined.

Event description:
The customer reported the supply chain received product from the emergency center which stated the tubing leaked by the connector. The customer assumes this was during patient use, but can't confirm this. No additional information is available.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported the supply chain received product from the emergency center which stated the tubing leaked by the connector. The customer assumes this was during patient use, but can't confirm this. No additional information is available.